Manufacturer narrative:
Vyaire complaint #:(B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire factory service department received the ventilator. Based on their evaluation they felt the cause was isolated to the regulator on the o2 blender. The vyaire factory service department replaced several components and updated the main board software. The ventilator was tested and met service specifications. The repaired ventilator was returned to the customer. The factory service department forwarded the regulator component to the vyaire failure analysis lab for a failure investigation. The reported issue was unable to be confirmed and duplicated. The exact root cause was unable to be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that a loud air leak can be heard from the inside of the vela ventilator when the air and o2 are connected. The customer advised there was no patient involvement associated with this event.